Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user contacted technical support to understand how the ilet system manages insulin delivery during the dexcom g6 sensor warmup period. The agent explained that during sensor warmup, the pump bases basal delivery on prior readings and cannot detect rising or falling glucose levels. The user was advised that optional manual fingerstick entry could be performed during this time. The user reported hyperglycemia with a blood glucose of 234 mg/dl after eating. No device alerts or alarms were noted. The user received education on proper meal announcements, specifically to announce actual meal sizes and follow usual meals during the early use period. An investigation was conducted, including technical support troubleshooting and user education. Review of the case revealed no device malfunction. Glucose elevation was associated with meal intake and announcement practices during early use. It was concluded that the device functioned as designed and that proper meal announcement technique and optional fingerstick input during sensor warmup are appropriate mitigations. The device has not been returned. If the device is returned, it will be evaluated, and a supplemental report will be filed.